Event description:
Treatment of an ophthalmic amorphic aneurysm measuring 6.5mm x 7.2mm with a 5.3mm neck. During the procedure involving a total of three pipelines, it was reported that the first two pipelines could not be detached distally using all the normal techniques and unintentionally detached in the ica (internal carotid artery) terminus upon attempted retrieval. Both of the pipelines were corked and removed from the patient. The third pipeline was implanted successfully; however, it required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. Same event as MDR# 2029214-2013-00413 and 2029214-2013-00414

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).